Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The light guide corrugated tube was found collapsed and may have contributed to the restricted air/water flow that was initially reported. Additionally, as noted, the adhesive on the object lens was found peeling. The angle was found insufficient, the number one switch had been scratched, and the distal end adhesive was failing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to an unspecified air/water leakage issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the adhesive on the objective lens was peeling off. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.